Event description:
The reporter stated that the surgeon inserted a aa4203tf toric silicone lens. The lens torc during insertion into the eye. The incision was enlarged and the lens was cut into pieces to remove and a virectomy was performed. Surgery was completed using another lens and a suture was required to close the wound.